Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a hip arthroscopy procedure, the unit was being used with a 12 degree reverse mouth drill guide. The surgeon inserted the anchor into the drill guide and proceeded to mallet the anchor into the acetabulum. It was further reported that after several taps with the mallet, the surgeon malleted the anchor to the appropriate laser line. Further, while removing the inserter, the surgeon noticed that the proximal end of the anchor had splintered into several pieces. The surgeon removed the splintered pieces using a grasper along with the suture. The surgeon commented that the patient's bone was extremely hard.